Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional and consumer via a company representative in regard to a patient receiving morphine 25 mg/ml at 11 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that intraoperative difficulty occurred at a pump replacement. The pump replacement was due to normal elective replacement indicator (eri). There was no cerebrospinal fluid (csf) backflow. The healthcare professional tried to draw back csf utilizing a catheter assess port (cap) kit, but this was unsuccessful. The catheter could not be aspirated at the pump replacement case on (B)(6) 2016 . The patient received seeming appropriate therapy according to the patient and healthcare professional. Because of this, the healthcare professional determined that the catheter was functioning fine. The patient was getting good therapy, so the surgeon chose not to replace the catheter. A back table prime was performed, and the new pump was connected to the catheter. Troubleshooting was reported to have resolved the event. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.